Manufacturer narrative:
On 10/21/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure on (B)(6) 2015, there was an alleged inaccuracy. This was a lumbar fusion case with an orbic c-arm and globus instruments. The surgeon placed one screw, deemed it was not right, re-spun with the c-arm and re-placed the screw accurately. A total of 3 c-arm spins were used. No specific measurement of the alleged inaccuracy, or direction, were provided. Delay in therapy was less than one hour. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.